Manufacturer narrative:
The download data shows that pulse width timeouts occurred at the start of the pods run in addition to a failure to transition in the rotational sensor data indicating a drive stall occurred. The drive stall prevented the ratchet gear from rotating enough pulses to deploy the needle mechanism before the end of second prime. Brass shavings were observed at the base of the the plunger-leadscrew junction. The ratchet gear was inspected and found damage to 2 of the teeth. The drive stall did not replicate in the rerun data. It could not be conclusively determined whether the brass shavings or damaged ratchet gear contributed to the drive stall and reported event. The exact cause of the drive stall and device not deploying could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pod's needle deployed before the activation process could begin.